Event description:
Patient presented to the physician with a migrated ipg which had protruded at the chest incision site exposing the patient to a potential risk of erosion. Physician brought the patient into the or, extended the ipg pocket, re-anchored the ipg, and closed.